Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the image went black when flexing on the bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the complaint was confirmed as the image blacked out when the bending section was angulated which was likely caused by electrical/electronic component problem. The most probable cause of this complaint was likely a random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.